Manufacturer narrative:
Initial reporter is a synthes employee. Part 03.614.035, lot h199882-59: release to warehouse date: february 16, 2017. Supplier: avalign technologies-nemcomed. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub components, which would contribute to this complaint condition. A product investigation was completed: the handle with torque limiter was received. External examination revealed normal wear and tear for instruments two and a half years old. The instrument was not disassembled, so the internal components were not evaluated. A functional test was performed on the handle for torque limiter. The instrument failed the incoming torque test. The instrument did not meet measurement criteria for torque. The relevant drawings were reviewed. The complaint was confirmed for the handle with torque limiter. The instrument had normal wear and tear. Review of the service history and manufacturing found instrument has never been returned for recalibration since the manufacture date. It is recommended that instrument be re-calibrated every six (6) months. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Root cause was determined to be the instrument not being serviced at the required frequency. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported on (B)(6) 2019, the handle with torque limiter which is used by the distribution center on ortho kits/loaner sets did not meet the measurement criteria. It is unknown how the issue was discovered. There was no patient involvement reported. During investigation it was noted the instrument failed the incoming torque test. This report is for a handle with torque limiter. This is report 1 of 1 for (B)(4).